Manufacturer narrative:
(B)(4). A third party service agent performed an initial evaluation of the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device was powering on by itself. As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was an intermittent short in the control panel portion of the membrane switch. The customer was provided with a replacement device.

Event description:
It was reported to physio-control that the customer's device was powering on by itself. As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary. There were no reports of patient use associated with the reported event.